Event description:
It was reported through a legal event that a 45 year old female patient had hernia repair surgery on (B)(6) 2010. During the hernia repair surgery, the surgeon implanted a strattice mesh in her; lot s10738-097, catalog 1620002. After surgery, the patient underwent removal surgery on (B)(6) 2010. No other information was provided.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s10738 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 13 feb 2023, of the (B)(4) devices released to finished goods for lot s10738, (B)(4) have been distributed with 123 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.